Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform, that there was no reportable malfunction related to the subject device captured in this complaint. Per the legal manufacture, this issue of a broken bottom right corner keypad is not likely, to cause or contribute to death or serious injury, if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the insufflation unit had a broken bottom right corner keypad. There were no reports of patient harm.